Event description:
Contact reported that a pt had an l2-l4 and l5-iliac bone instrumentation was done with expedium system for l3 and s1 burst fracture. Post-op follow up found that the screw head of a screw was broken. The pt had no symptoms. Another surgery to replace the screw was performed. The surgeon reported that parallel distraction of the screw might be too excessive and the pt did not wear a corset after the surgery. The doctor thought that might have contributed to the event.

Manufacturer narrative:
Device has not yet been returned for evaluation. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precaution are stated in the instructions for use (IFU) supplied with the device.